Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during left ventricular lead implant procedure on 10/16/2018, the guidewire was stuck in the lead. The lead was not used and a new lead was implanted. The patient was stable after the procedure.

Manufacturer narrative:
Correction: the physician confirmed that the issue was on the guidewire not on the lead. Manufacturing report 2017865-2018-18032, should not have been reported as a medical device report (MDR) as the issue was confirmed to be on the guidewire not abbott¿s lead.